Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube was deformed. The following information was provided by the initial reporter: "several tubes deformed..".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube was deformed. The following information was provided by the initial reporter: "several tubes deformed..".

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube was deformed. The following information was provided by the initial reporter: "several tubes deformed..".

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the facility for investigation. The photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h10.